Event description:
As reported by the adjudication committee on (B)(6) 2012, a patient that was enrolled in the (B)(4) study experienced peri-procedural myocardial infarction. The indication for the index procedure was unstable angina pectoris. At that time, angiography revealed 90% stenosis to the distal circumflex. The lesion was described as 8mm in length, class b2 and de novo. Reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a 2.0 x 12 balloon at 10atm and a 3.0 x 13mm cypher rx stent was implanted at 12atm. There was 0% post residual stenosis and timi flow 3. At pre-procedure, the ck was 64 (215 u/l), the ck-mb was 1 (5 ng/ml) and troponin I was 0.009 (0.050 ng/ml). At 6 to 12 hours post procedure, the ck was 69 and the ck-mb and troponin I was not done. At 16 to 24 hours post procedure, the ck was 78, the ck-mb was 2 and troponin I was 0.583. The ECG core lab reported persistant recent/acute inferolateral st depression, no new q waves and inadequate tracing quality due to severe artifact. There was no procedural complications reported and the patient was discharged the next day. Per the investigator, the elevated troponin level was not clinically significant. Based on the (B)(6) received on (B)(4) 2012, the (B)(6) determined that the patient experienced a peri-procedure myocardial infarction. The (B)(6) reported the event to being related to the target vessel, related to the device and related to the procedure.

Manufacturer narrative:
Concomitant medications: aspirin 325mg qd, crestor 40mg qd, metoprolol 25mg qd, potassium chloride 10meq qdm triamterence 75mg every other day, hydrochlorothiazide 50mg, every other day. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) female with medical history including pci in (B)(6) 2003, pad, dyslipidemia, copd, hypertension and smoking. The indication for the index procedure was angina. Angiography revealed a 90% stenosis in the distal lcx. In (B)(6) 2010, the index procedure was performed for treatment of one target lesion. Single stent placement with post dilation was successfully completed. The site reported a 0% residual stenosis, no dissection and timi 3 flow. Pre-procedure, the ck was 64, the ckmb was 1.0 and troponin was 0.009. Post procedure the ck was 69, the ckmb the troponin were not measured. The next day the ck was 78, the ckmb was 2.0 and the troponin was 0.583. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The ECG core lab reported persistent recent/acute inferolateral st depression, no new q waves and inadequate tracing due to a severe artifact. The post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15267882 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.